Manufacturer narrative:
Lead model 3391s-40, serial # (B)(4), implanted: 2010-(B)(6), explanted: unknown, lead model 3391s-40, serial # (B)(4), implanted: 2010-(B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2010-(B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2010-(B)(6), explanted: unkown, ins model 7428, serial # (B)(4), implanted: 2010-(B)(6), explanted: 2011-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that in (B)(6), 2011, impedances >3000 ohms were measured on the right lead. No action was taken and the event was reported as ongoing. On 2011-(B)(6), the neurostimulators were replaced due to normal battery depletion. The patient recovered without sequela. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Analysis of the neurostimulators (model 7428) (B)(4) and (B)(4) found no significant anomaly. The devices failed the automated test console as the batteries were not in new condition. The insulation coating and cans were scratched on both devices. The devices tested okay when pressure was applied to the neurostimulator cans. Telemetry test results were okay and the good stable output was observed on all electrode pairs.